Event description:
Tech alleged that the stretcher will not go into trendelenburg.

Manufacturer narrative:
Tech replaced the missing nut and bolt fastening trendelenburg connecting rod to pedals and adjusted the trendelenburg offset plunger to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.